Event description:
Incident as reported: laparoscopic surgery - "during a laparoscopic surgery, leakage occurred with the trocar which caused difficulties to maintain pneumoperitoneum and risks of underlying perforation. Because of this they needed to convert the surgery into a laparotomy surgery with damage for the patient. Surgery time was extended, risks for the patient."

Manufacturer narrative:
Device to be sent back to manufacturer for engineering review. More information will be provided when it is available.